Event description:
It was reported that the tip of a matrix long threaded screwdriver sleeve broke into a matrix screw during an l4-s1 transforaminal posterior lumbar interbody fusion (tlif). The surgeon reattached the sleeve and it broke in the screw, he then removed the screw with a broken portion of sleeve still attached. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part was received on (B)(4) 2014 and went through decontamination by the manufacturer on (B)(4) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the reported device and similar device are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version and other one is a longer version. The matrix spine system includes 5 holding sleeves for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides (reference #j9698-d, j9699-d and j9700-d) illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The received part was returned with the complaint that ¿the tip of a matrix long threaded screwdriver sleeve broke into a matrix screw.¿ the device was received in the following condition: the first level of threading missing from this locking holding sleeve, with a jagged tip remaining from where this section of material was removed, the matrix screw was also returned, and the first level of holding sleeve threading remains in the screw recess. The associated drawings for the sleeve (03_632_001+_036 rev j, and 03_632_001_1+036_1 rev c) were reviewed, as well as that for the matrix screw (04_632_725 rev c). Dco 10021253 and CAPA 3909 initiated changes performed to address the hazard of this complaint for reducing the occurrence. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium in dco 10021253. The received instrument was manufactured in december 2011, after the implementation of these changes. In conclusion, this complaint is confirmed as the tip damage is verified. This complaint condition was likely caused by off-axis application of the screw: sleeve interface or force applied while the sleeve was not fully seated in the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles has shown that: (B)(4) manufactured the holding sleeve-long for matrix, p/n 03.632.036, and lot number 6746387 on po #1303845, for 100 pieces delivered december 12, 2011. Due to an unknown cause, the tip of the screwdriver sleeve broke into a matrix screw. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 9, 2011, and synthes final inspection sheet # ns035211, revision ¿p¿. The parts were released to the warehouse on december 16, 2011. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. August 9th, 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.